Event description:
On (B)(6) 2025 the patient reported experiencing hyperglycemia with a blood glucose (bg) level of 400 mg/dl that persisted for more than 90 minutes while off the ilet. After resuming insulin delivery following a supply change, bg was corrected through algorithm dosing. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.